Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and ketones, with a blood glucose reading over 500 mg/dl. The customer stated that prior to the event, she had been experiencing high blood glucose levels. The customer then stated that she had bolused eight units and then bolused again, but could not bring down her blood glucose levels. Nothing further was reported.